Manufacturer narrative:
Due to characterization limit e1: event site address: 2 amorsolo street, legazpi village, makati city, 1229 metro manila, philippines a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check or before use of the cs300 intra-aortic balloon pump (iabp) unit had flickering of display or screen. No patient involvement.